Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number:k013227.

Event description:
It was reported that there was a distal fracture of the implant. Implant was removed and another implant was placed but in adjacent tooth 11 (fdi).

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified light bone on the threads. Ring shape fracture identified on top of collar. Device history record (DHR) review was completed for the subject lot number (63799425). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63799425) for similar event keyword category (functional: fracture : implant) and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.